Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette warnings that occurred during fill 1 of 4 of treatment. The patient was connected during the incident and cancelled treatment to see if there was a fluid leak within the cycler. Once the patient opened the cycler door to remove the cassette, fluid was noticed all within the pump module area as well as on the external of the cassette. A fluid leak was discovered on tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a cut on the cassette. The patient was advised to keep the tubing set. The patient was advised to contact the on-call peritoneal dialysis registered nurse (pdrn) regarding for advice on alternate treatment. The patient was advised to use the cycler for the next day's treatment and to call back with any encountered issues. Upon follow up, the pdrn confirmed the reported event. The patient stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment after treatment was cancelled and as the cassette door was opened. The cause of the cut on the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. Per pdrn the patient continued use of the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette warnings that occurred during fill 1 of 4 of treatment. The patient was connected during the incident and cancelled treatment to see if there was a fluid leak within the cycler. Once the patient opened the cycler door to remove the cassette, fluid was noticed all within the pump module area as well as on the external of the cassette. A fluid leak was discovered on tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a cut on the cassette. The patient was advised to keep the tubing set. The patient was advised to contact the on-call peritoneal dialysis registered nurse (pdrn) regarding for advice on alternate treatment. The patient was advised to use the cycler for the next day's treatment and to call back with any encountered issues. Upon follow up, the pdrn confirmed the reported event. The patient stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment after treatment was cancelled and as the cassette door was opened. The cause of the cut on the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. Per pdrn the patient continued use of the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.